Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead appeared to be dislodged along with increased threshold of 2.0 from .7v at .4ms and r-waves dropped from 16mv to 3.5-4mv. Additional information was received that dislodgement was confirmed through x-ray and was repositioned. The lead remains in service. No additional adverse patient effects were reported.